Event description:
A kink was noted in the neuron as it was removed from the package. The product was not used in the case and no adverse event took place.

Manufacturer narrative:
Conclusion: this device was originally available for return by the hospital, however, follow-up with the hospital about the return revealed that they disposed of the products. Without the return of the device, the root cause of the problem could not be determined. Device disposed of by hospital.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. An attempt was made to send this MDR on its due date(B)(6) 2012 however, a duplicate MDR number was created (MDR 3005168196-2012-00161) and the first report sent with number was processed successfully, whereas this report was rejected with ack 2 and ack 3 coming back as failed. This report is being resubmitted with MDR number 3005168196-2012-00167 (however the zip file name must remain as 3005168196-2012-00161). This report and all subsequent related reports will refer to MDR number 3005168196-2012-00167.